Manufacturer narrative:
Date of submission (B)(6)-2018 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)-2018 with the following findings: a review of the device history indicated a drastic voltage drop leading to a cs 128 replace battery alarm. The battery compartment was intact with no damage; the battery cap was undamaged and fully secured to the pump; a power loss was not observed. Current draws measured above specifications. The pump case was removed and moisture corrosion was found to the power printed circuit board and to the cgm module. There was evidence of moisture corrosion observed on the display screen inside the pump. A leak test failed due a display lens leak. Unrelated to the complaint, the display screen contrast was found to be dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.